Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a keyboard was not responding. The customer stated that the user was unable to pull medications and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h usage of device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer remoted into the station and observed that someone was logged in. After waiting for the procedure to complete, ran the keyboard rescue and rebooted the station. While still connected, had customer tested the keyboard. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a keyboard was not responding. The customer stated that the user was unable to pull medications and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.